Event description:
Revision surgery due to knee stiffness patient came in presenting stiffness about 1 year and 4 months after primary surgery. The surgeon revised 13mm insert to a 20mm insert, revised the femoral component to a tinbn coated femoral component, and revised the tibial tray to a tinbn coated tibial tray. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 march 2026. Gmk-spherika 02.12.e0413fl gmk-sphere tibial insert e-cross - flex 4l - 13mm lot 2335816 (k202022): (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 2028-sep-04. No anomalies found related to the problem. To date, 28 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka04l gmk spherika femoral component s4l cemented lot 2411255 (k211004): (B)(4) items manufactured and released on 02-sep-2024. Expiration date: 2029-jul-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1204l gmk tibial tray cemented left s4 lot 2411902 (k090988): (B)(4) items manufactured and released on 22-jul-2024. Expiration date: 2029-jul-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.